Event description:
Boston scientific received information that one day after the implant of this device, maximum sensor rate pacing was noted while the patient was still in the hospital post operation on a surface electrogram. It was assumed that this was due to the device sensor's interaction with electronic medical equipment. The sensors were turned to passive on the device which resolved the high rate pacing issue. No adverse patient effects or patient symptoms were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.